Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Performance testing revealed that when the psu was connected to the device, the external battery led was lit instead of the ac power led. Review of the device logs also revealed that the internal battery had a charging issue. The evaluation determined that the device failure to accurately detect the power source and its failure to charge the internal battery were most likely due to a damaged component in main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was detecting the main power supply (psu) as an external power source. There was no patient injury reported as a result of this incident.